Event description:
It was reported that on (B)(6) 2022, the ria 2 system through the advanced tibia nail protection sleeve was used to collect bone harvest to treat a non union tibia shaft fracture. While using the 11mm ria 2 reamer head, upon pulling the reamer head through the protection sleeve it caught on the metal inside of the insertion sleeve thus destroying the sleeve and ria 2 disposable shaft. There was a surgical delay of 20 minutes. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. The investigation could not be completed; no conclusion could be drawn, as no product was received. Initial reporter is synthes sales representative. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.